Manufacturer narrative:
Investigation is in progress.

Event description:
It was noted by that while the surgeon was implanting the tm ardis implant (spine) at l4-5, they had to redirect the angle of insertion. They proceeded to attach the slap hammer and then the inserter became disengaged from the cage. The surgeon attempted to reapply the inserter but the back of the implant fractured and they could not reapply. The tm ardis had to be removed with a clamp and curettes. The surgeon utilized another device to complete the surgery and there was no patient injury or delay that exceeded 30 minutes.

Manufacturer narrative:
The tm ardis implant (part no. 0670102081, lot no. 63058064) was fractured when surgeon, dr. (B)(6), was attempting to reattach the inserter to the cage to redirect the angle. Although the issue was discovered during surgery, there was limited surgical delay. There was also no patient or user harm, although it cannot be known for certain that all pieces were removed from the surgical site. The DHR was reviewed and no anomalies were found in the device¿s lot. To conclude, the investigation on this device was incomplete due to the limited information provided on the event. If more information is obtained then this report will be updated.

Event description:
Sales rep (B)(6) reported fractured cage- interbody.